Event description:
The customer reported that the pump battery was depleting too quickly. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.